Manufacturer narrative:
Inspected one opened/used random sensor and performed continuity resistance test sensor passed per specification. Also performed bicarbonate buffer test dop114-830. Sensor failed per specifications due to low readings.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 260 mg/dl and the sensor glucose was 170 mg/dl at the time of the incident. The customer was low according to the sensor and today he is not getting accurate readings. The readings were off by 80 to 100 points. Customer stated that their blood glucose and sensor glucose levels were not in acceptable range. Insulin delivery was suspended due to sensor glucose values. Customer stated that the pump is active suspend when blood glucose was low. The sensor will be returned for analysis.